Manufacturer narrative:
Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Driveline cable (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the subject experienced driveline site infection and (B)(6) blood cultures for (B)(6). The patient came for routine vad clinic visit on (B)(6), where it was noted that his driveline exit site was healing with thick, dry, yellow slough. It grew heavy staph aureus per culture and he was started on empiric antibiotic therapy for ten days. On (B)(6), his driveline appeared with some yellow drainage, but no erythema. On (B)(6), he complained of driveline pain. On (B)(6), he'd been feverish and had bumped his driveline exit site/abdomen on the doorknob. He took tylenol to aid his fever, but was admitted on (B)(6) for the same organism, per the blood culture ((B)(6)). He was initiated on IV antibiotics with an end date of (B)(6), then started oral antibiotics (for life) at that time. On (B)(6), the subject has purulent drainage cultured that grew (B)(6). No new antibiotic was added. On the (B)(6) 2015 culture still (B)(6) for (B)(6). The medication was changed to doxycycline, 100 mg oral twice daily due to increase in amount of drainage. On (B)(6) 2015, antibiotic was again changed, this time to levaquin, 500 mg oral daily as culture was still showing rare growth of staph aureus. Subject remains on levaquin daily (B)(6) 2016. Drainage has significantly decreased since being on levaquin, but still with yellow drainage.